Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. Upon a follow-up performed on (B)(6) 2010, a warning message was displayed by the programmer; the physician would like to know how to delete the message. The warning message was: "the device was reinitialized 1 time since the beginning of life. Last reset was (B)(6) 2010 7:51".